Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type: extension. Product ID: 3387-40, lot# n23077, implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v054604, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information stated the patient¿s physician had not received any report of the patient experiencing a shocking or jolting sensation. It was noted the previously reported MRI was conducted on (B)(6) 2009. It was additionally noted the patient¿s tremors were ¿so severe¿ at the time of the initial incident that they were ¿unable to perform their job as an operator.¿ it was stated that ¿tremors had handicapped them.¿ the patient was noted to have received ¿therapeutic effect after replacement¿ on (B)(6) 2009.

Event description:
It was reported that in 2009, the patient had a magnetic resonance imaging scan, and it was found that the lead was in the wrong place. No falls or trauma was associated with this. A few months after that the patient started getting shocked from the implantable neurostimulator (ins). The shock started in the patient¿s arm and went down the right side into the leg. The shocking occurred ¿every now and then.¿ the patient could be in bed asleep and turn over, she could be driving a car, or she could just be sitting and get shocked. It was painful and scary for the patient. The ins was turned off to keep the patient from getting shocked, but the patient would shake ¿real bad¿ then. The patient had a surgery to resolve the issue. During the surgery, the surgeon was trying to pinpoint the right spot for the lead and the patient got shocked. The lead and the ins were replaced because they weren¿t done correctly originally. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The previous supplemental report regarding the patient having been slated for a procedure and having had their device explanted does not pertain to this event as the ins reported in this file was removed on (B)(6) 2009. For more information about the patient's 2013 procedure please refer to MFR report #3004209178-2013-10433 and #3004209178-2013-10460.

Event description:
Additional information received reported that the patient was slated for a procedure tomorrow ((B)(6)-2013). According to device registration, the patient's implantable neurostimulator (ins) was replaced on (B)(6)-2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the shocking that occurred in 2009 went into the right arm and down her right leg and sort of numbed the right side of her face. The patient mentioned that the healthcare provider at (B)(6) said the previous operation did not go perfect and it was not done right in the first place. But the patient did not believe it because she had no trouble/no shocks from 1998 to 2009. Patient says the doctor did an MRI in 2009 and reiterated that the wires had moved. Another doctor said he did not believe it. Patient listened to this doctor and did not have anything done until she started getting shocks. They had to redo the surgery.